Event description:
It was reported that the 9800 sys "flickered" a filament regulator failure error message and a housing is hot error message. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Regreased the high voltage candlesticks and replaced the sys battery pack. The sys was tested and found to be working as intended and placed back into svc.